Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the olympus service operation repair center (sorc), it was found that the endoscopic image of the subject device was not displayed on the monitor. There was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to sorc. Sorc checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, there was possibility that this event was attributed to the failure of the ccd unit or the electrical circuit board in the video connector, or some malfunction of the video system center. If additional information is received, this report will be supplemented.